Event description:
It was reported that during preparation for a water vapor therapy procedure, the generator screen prompted courtesy error message 241 (high water pressure prime) after connecting the delivery device. A second delivery device was opened and connected to the generator, however the same courtesy error message was displayed. The procedure was canceled with the patient under general anesthesia. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
B5 describe event or problem - corrected to reflect the most likely device that contributed to cancellation of the procedure. D1 device, serial and upn - corrected to reflect the most likely device . G1 MFR site facility name - corrected. Based on the information available, boston scientific (bsc) concludes that the reported 241 (high water pressure prime) error message which contributed to cancellation of the procedure, is confirmed. The genera was the most likely contributor to the reported 241 (high water pressure prime) error code. During analysis of the returned generator, the rezum generator showed a blue screen error at prime, which likely caused the courtesy error message 241 (high water pressure prime) to display. As a result of the blue screen error, the sbc board (single board computer board) was replaced. After the sbc board was replaced, the generator was confirmed to be fully functional. Bsc assigned the referenced event the investigation conclusion code of cause traced to component failure, because the event was due to a component failure without any evidence of a design or manufacturing-related cause.

Event description:
It was reported that during preparation for a water vapor therapy procedure, the generator screen prompted courtesy error message 241 (high water pressure prime) after connecting the delivery device. A second delivery device was opened and connected to the generator, however the same courtesy error message was displayed. The procedure was canceled with the patient under general anesthesia. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.